Event description:
The customer reported that during an unk procedure the system collimator collimated in somewhat, then system locked up. They were unable to put the system into mag mode or send images to pacs. It was also slow to save images. System would still take fluoro images, so case was completed without rebooting system. After system reboot all normal functions returned. Found in error logs that system lost communication with fluoro functions pcb causing system to lock up. Also found that system power was at 115v at output of transformer. No pt injury was reported.

Manufacturer narrative:
The svc rep restrapped transformer so that output at transformer was 122v ac. Facility wall voltage is at 111v so the transformer was strapped for 6 and 113 on the input of the transformer. Unable to duplicate system lock up. Machine fully functional.